Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the weight the device within specification, cloudy color in the gel observed after autoclave cycle and device appearance showed an uneven shell texture was observed that maybe related to the reported event. Is observed white part of the uneven texture. Based on the device analysis the final assessment is: an uneven shell texture was observed that may be related to the reported event. This uneven texture is within specification.

Event description:
Healthcare professional reported "white foreign material on implant." The device did not touch the patient.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for removal is not applicable as the device was not implanted. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time.

Event description:
Healthcare professional reported "white foreign material on implant." The device did not touch the patient.